Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional display check failed. Upon powering on the cycler, a burning smell was not detected, however the display appeared blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection. The cycler underwent and passed a system air leak test and valve actuation test. The simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. The sound heard during treatment is normal. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced noise, burning smell and blank screen. Loud buzzing noise occurred in dwell and drain 6 of 6. Noise started occurring this morning. Burning smelled like a ¿machine smell/rubber¿ came from the back of the cycler at the same time as the noise. Screen went blank during drain 6 of 6. Patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Patient rebooted cycler, ok and stop keys lit up but the screen remained blank. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment. It was confirmed that there were there was no physical evidence of fire, sparks or smoke. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.